Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and having met all release criteria the device was released from the core wire. Upon release the device shifted proximally. The physician continued to observe the device and it was noted that the device shifted again proximally and was at risk of embolizing out of the laa. The decision was made to remove the closure device prior to any embolization event. A non-boston scientific catheter was used to percutaneously remove the closure device from the patient. After removing this device a new 24mm sized device was used to successfully complete the procedure. There were no other complications that occurred. The patient has since been discharged from the hospital with no consequences as a result of this event.